Manufacturer narrative:
This reported fault was not confirmed, failure was called into technical support and the hospital never called back to confirm resolution.

Event description:
The hospital reported during pre-use testing the unit was able to build over 10 psi of pressure. There was no report of patient involvement.